Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. This patient has dimentia and it is believed that the lead dislodged because patient felt that they were drowning and failed their arms around. There was also reported loss of atrial capture, and some atrial pacing was being captured in the ventricle. A lead revision is scheduled.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.